Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed (B)(4).

Event description:
The case was a revision of another manufacturer's stent graft with a type I endoleak originating on the left lateral side. The bifurcated graft had a 26mm proximal diameter and was approximately 9-10mm below the lower (right) renal. It was not known whether the graft was initially placed low or had migrated; however, based on the sizing, it was clear that the aortic neck had dilated since the original implant. The aorta measured ~25mm at the renals and ranged between 26-28mm more distally; however, there appeared to be wall apposition at the top of the graft (9-10mm). Therefore, the plan was to first anchor the existing bifurcated graft, and the then cuff up to the renals (regardless of whether the leak was resolved with anchors alone). The first anchor was placed without difficulty on the left lateral side, slightly posteriorly (lao ~15 deg). The c-arm was rotated another 10-15 deg lao for placement of the second anchor. However, the deployment could not be clearly visualized due to the low mag setting of the portable unit, the previously placed anchor, and the size of the patient. It should be noted that the fluoro unit was continually overheating, which necessitated rebooting the machine multiple times (this was the reason why the low mag setting was being used). We verified apposition as the graft could be seen to move as the applier was advanced, and there was good orthogonal orientation of the guide. Although we could not see the anchor penetrate the graft in stage 1, no buckling, twisting, or backing out of the applier was observed, so stage 2 was attempted. Upon attempting to retract the applier, the physician felt that there was some resistance, and was instructed to turn the applier handle approximately 90 degrees counterclockwise to free the d-driver from the anchor. When this was done, the anchor became dislodged and moved proximally approximately 25-30mm in the visceral aorta, coming to rest on the posterior wall. Standard snaring technique was used to retrieve the anchor into the guide, after which the guide was removed, the anchor freed from the snare, and the guide was reintroduced and repositioned in the patient. This process took approximately 3-5 minutes. Following this, three more anchors were placed successfully in another manufacturer's stent graft - 2 ap (left and right) and one at approximately 8 o'clock (rao~30 deg). All of this work was done under mag 1 or 2, and each time the fluoro overheated, requiring a re-boot. An angiogram did not demonstrate a type 1 endoleak. We did not do an initial run before anchoring, so we couldn't make a definitive statement regarding the anchor's effect on the leak. The other manufacturer's stent graft was then placed up to the level of the right renal, covering a small accessory renal of the right side. Two additional anchors were placed in the cuff in the left and right lateral positions (fluoro ap). A good final angiographic result was obtained. No clinical sequelae were reported and the patient is fine.